Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule successfully attached to the patient¿s esophagus but did not release from the delivery system. A second attempt was done on the same day and had same issue. The medical assistance broke the handle during the procedure on the first and second attempt after it was placed on the esophagus. It released the suction and did not deploy. Third attempt was performed and it failed to deploy and the handle was not broken. There was no patient and user harm, and no intervention was required. Lubrication was used to facilitate the placement of the capsule.